Event description:
It was reported that during a cranial procedure, the chuck automatic safety stop slipped. It was also reported that there was no surgical delay and the procedure was completed successfully. In other information provided.

Manufacturer narrative:
H6: the quality investigation is complete. H2: correction - device not returned for evaluation. H3 other text : device not returned.

Event description:
It was reported that during a cranial procedure, the chuck automatic safety stop slipped. It was also reported that there was no surgical delay and the procedure was completed successfully. In other information provided.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.